Manufacturer narrative:
The patient was found wandering the halls of the facilities memory care unit; staff noted his long term indwelling foley catheter was missing. The patient has a known history of pulling catheters out. Patient's room was searched and urine bag and part of catheter were found. It was noted the tip of the catheter was missing. Staff searched room again but was unable to find missing piece. Facility transported patient to local emergency department for evaluation. An ultra sound was performed of bladder and piece was not identified. Emergency room inserted a new catheter and discharged patient back to facility. Patient's family followed up with an urologist and a cystoscopy was completed. The urologist found and removed the retained piece of catheter. Samples were discarded by staff and urologist. A root cause of user error has been determined. Due to the reported incident and in an abundance of caution this medwatch is being filed.

Event description:
It was reported a patient pulled a foley catheter out and the tip was retained in the bladder.